Event description:
It was reported that the asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.